Event description:
It was reported to boston scientific corporation that during preparation to place a percuflex plus ureteral stent, when the device was unpacked and prepared, it was noticed that the pigtail had not been coiled as usual. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "good."

Event description:
It was reported to boston scientific corporation that during preparation to place a percuflex plus ureteral stent, when the device was unpacked and prepared, it was noticed that the pigtail had not been coiled as usual. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "good."

Manufacturer narrative:
Analysis of the returned percuflex plus ureteral stent revealed that the bladder pigtail was kinked. A cause for this event could not be determined because the stent condition indicates handling by the user; however, the customer stated the damage was not noticed during handling but upon unpacking. The condition of the returned incident device was not consistent with the complaint that the stent was uncoiled; the complaint was not confirmed. Based on this analysis, this event has been deemed to no longer be MDR-reportable.